Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female pt called into zoll on (B)(6) 2014 to report that she was treated. The pt was brushed her teeth and she was with her spouse at the time of the event. The pt reported that she and her spouse panicked when the alarm went off and they could not find the response buttons. After review of the downloaded data, it was confirmed that the pt received two inappropriate treatments at 11:12:57 and 11:13:17. Motion artifact and rapid atrial fibrillation contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 05/01/2013 - reuse; electrode belt sn (B)(4): 03/01/2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg